Event description:
Sorin group received a report that the s5 erc tubing clamp would not open during a procedure. Power cycling resolved the issue and the procedure was completed with no further problems. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.